Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
A customer's husband reported their adc meter was reading higher that a competitor's meter and customer experienced diaphoresis, lightheadedness, extreme drowsiness and passed out for 5 minutes. No self-treatment or third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. During a troubleshooting with adc customer service, it was discovered that customer did not wash her hands prior to testing, which may result in inaccurate readings.